Event description:
As reported by (B)(6), 15 days post aortic valve replacement (tavr) procedure, the patient expired. Case summary: the patient underwent the tavr procedure on (B)(6) 2012 with simultaneous placement of drug eluding stents to the rca and lm coronary arteries. Post-operatively the patient developed atrial fibrillation (afib) with rvr, requiring the administration of amiodarone. The patient also developed a right pleural effusion, a pseudomonas uti and failed a swallowing evaluation . On (B)(6) 2012, prior to discharge to a snf, the patient suffered a left mca ischemic cva which was embolic in nature. She was transferred to a neurologic care service for further management and upon admission to the unit following lmca embolectomy, the patient required urgent intubation secondary to hypoxemia and inability to protect her airway. She received treatments to minimize cerebral edema to help maintain cerebral perfusion. Per report, the patient's neurological status was very poor and did not improve after treatment and her prognosis for recovery was poor. Following a negative work up for other reversible causes of acute encephalopathy, it was determined that a long term trach and peg would be necessary to sustain life. Because the patient's wishes did not coincide with this sort of long term life prolonging therapy, she was made a dnr and she was palliatively extubated on (B)(6) 2012 with her family present.

Manufacturer narrative:
The device was not returned for evaluation, as it was not explanted from the patient. In addition, a device history record (DHR) review was not required/performed as there was no allegation of a device malfunction. Per the instructions for use (IFU) for the edwards sapien valve, permanent or transient neurological events is one of the potential adverse effects associated with the use of the device. Major risk factors for tia and stroke include hypertension, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this particular case, the exact cause for the stroke s/p tavr, is not known though MRI suggested it was embolic in nature. There was no report of device malfunction and the relationship to the device was determined to be not assessable. As no autopsy was done, the cause of death could not be confirmed. However, along with the recent tavr procedure there are multiple potential factors including the patient's co-morbidities (a-fib with rapid ventricular response, hypertension, heart failure) and increasing age that could have caused or contributed to the event. Since there is no labeling issues and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.